Event description:
It was recently reported that the pt had csf leak during the initial implant surgery. The medical report states that the csf leak was somewhat anticipated because of the pt's ear anatomy. The csf leak was repaired during the surgery.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The pt's device remained implanted. This is the final report.